Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the mid bile duct of a female patient. During the attempt to retract the stent, the guide catheter stretched and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system and no reported patient complications. The patient was reported to have no problem after the procedure.